Manufacturer narrative:
The device was returned to stryker sustainability solutions for evaluation. Upon inspection of the received complaint device, visual inspection revealed the complaint device revealed no obvious signs of clinical use. Visual inspection of the returned device seal ring gasket connectors, tubing, flange, and velcro revealed no damage or separation. Functional inspection - during testing an audible air leak was heard. The complaint device was then fully submerged into a bucket filled with water to pinpoint the source of the leak. Upon submersion air bubbles were observed coming from the seal of the bladder. The functional testing indicated that the complaint was confirmed for the reported failure mode. A review of the DHR could not be performed as the lot number was not reported. The reported event could be attributed to: , ptc coming into contact with sharp object or surface ,product damaged during shipping/storage ,loss of structural integrity , and inadequate handling instruction, user damages cuff. The instructions for use (IFU) state: warnings: it is important that the tourniquet cuff be applied at the proper location with adequate pressure for the appropriate amount of time. Avoid needles, towel clips, leg holders and other equipment that can puncture or otherwise damage the cuff. Directions for use: before beginning the procedure, verify compatibility of all devices and accessories. Prior to surgery, select the proper sized tourniquet cuff by measuring the circumference of the patient's limb. This will avoid problems caused by a tourniquet cuff that is too small or too large. Secure the cuff fasteners to ensure that the cuff stays in place during the procedure. If the package is damaged or if it was opened and the device was not used, return the device and packaging to stryker sustainability solutions. Inspect the device for overall condition and physical integrity. Do not use the device if any damage is noted. Return the device and packaging to stryker sustainability solutions if it is not in acceptable condition for surgery. The reported event will continue to be monitored through post-market surveillance.

Event description:
It was reported "ptc stopped working." There was no patient injury, medical intervention, or extended procedure time reported. These are commonly used devices that are readily available.